Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during the transfemoral tavr procedure, the physician aligned the 23mm sapien 3 valve past the marker and did not believe the valve was in the best position to be deployed, therefore the delivery system was pulled out and the valve was left in the descending aorta. The sheath was left in the patient and an amplatz stent was deployed to secure the valve to the descending aorta. A second 23mm sapien 3 valve was prepped and successfully deployed in a 80:20 aortic/ventricular position, resulting in trace ai.

Manufacturer narrative:
Due to the device and/or applicable photographs (relevant to the reported event) not being returned to edwards lifesciences for evaluation, the complaint of ¿delivery system - difficulty with valve alignment¿ was unable to be confirmed. However, a review of the DHR file, complaint history, lot history, IFU/training review, and applicable manufacturing mitigations did not indicate (or support) that a manufacturing non-conformance contributed to the complaint. There are cases where difficulty is encountered during the valve alignment process. In most instances this resolves with routine troubleshooting maneuvers or the device is able to be retrieved through the expandable sheath. In this case, per report, the difficulty with valve alignment was likely attributed to operator error. No labeling or/ IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2016 control limits for this failure mode. Therefore, no corrective or preventative action is required at this time.